Event description:
The report stated that back to back blood glucose tests were done, within 5 minutes, using separate fingersticks. The results were 240 and 460 mg/dl. No symptoms were reported. On follow up, the meter owner stated that owner had tested on two occasions. The second tests were done with results of 570 and 180 mg/dl. Control solution testing was not done since rprtr did not have control solution. Rprtr does not have a problem getting a good sample of blood, and checks the confirmation dot for enough blood. No harm was alleged.